Event description:
It was reported that high impedance was reported for the patient with diagnostics that showed >10000 ohms. X-rays were taken of the patient and reviewed by the physician whom he notes that he observed a lead break near the electrode area, but the x-rays will not be sent to the manufacturer for review. The physician stated that there is no known trauma that could have caused or contributed to the event. The physician also stated that no adverse events have been noted due to the lead break. Since the vns generator was replaced in (B)(6) 2012 the patient reports that he does not feel stimulation. The vns generator was set at 0ma on (B)(6) 2013. Surgery to replace the lead is expected but has not occurred to date. Attempts for lead information are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An attempt for product information was made but was unsuccessful due to the hospital's policy of not releasing patient's information without the patient's consent.